Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) experienced pain in the glans and in scrotum where the pump was located. It was detailed that the patient felt the pain when inflating the device. The physician does not believe that the device caused or contributed to the patient's pain. No other medical intervention was performed prior to surgery. A surgical procedure was performed during which the existing device was removed and replaced with a tenacio ipp, and the reservoir was reused. No patient complications were reported.